Event description:
It was reported that the implantable pulse generator (ipg) failed for telemetry two times. The device was still in its original packaging when the event occurred. The device was returned to the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and failure disappeared during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.